Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed. The device was reprogrammed and issue resolved. The patient was in stable condition.